Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 1. The registered nurse (rn) wanted to know what the alarm meant. The technical service representative (tsr) explained the alarm and the cause. The tsr conference called the patient and spoke with the caregiver (cg). The tsr had the cg check the total ultrafiltration (uf) and it equaled 2771ml. The cycle 4 uf equaled 271ml, the cycle 3 uf equaled -78ml, the cycle 2 uf equaled 533ml, and the cycle 1 uf equaled 2045ml. The initial drain volume equaled 915ml. The patient does a manual exchange of 2000ml. The rn was okay with the numbers and expected them. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(6) 2012, regarding the reported high drain alarm. The rn stated there was no patient injury or medical intervention associated with the event. The rn stated the patient has been continuing therapy successfully since then. There were no allegations made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect at initial drain and the initial drain alarm volume was met. This issue is being investigated through CAPA.